Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported from (B)(4) that during a humeral diaphysis fracture surgery to apply a ehn long, it was discovered that the radiolucent drive device stopped the spinning of the drill bit device by functioning the clutch before drilling the proximal cortex of the patient's one when the surgeon tried to perform the distal locking. The reporter stated that when the drill bit device was removed from the patient's bone, it started spinning but stopped when it touched the surface of the bone. According to the reporter, the surgeon tried to repeat the insertion and the removal of the drill bit device into the patient's bone to encourage the ordinal function of the radiolucent drive device but the attempt was unsuccessful; and so the surgeon stopped using the radiolucent drive device and used a medical awl device and a compact air drive device. It was reported that without the radiolucent drive device to make a hole and perform the drilling on the patient's bone, the distal locking was eventually completed. The reporter stated that the surgeon commented that the power of the compact air drive device was not enough to function and the drill bit device might not be able to go into the bone since the density of the cortex of the patient's bone was really good. There was a thirty minute delay to the surgical procedure. A spare device was available for use. The reporter stated that there was no allegation of malfunction against the drill bit device. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.